Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, fistulae, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2014 due to chronic pelvic pain. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted concurrently with excision of elevate mesh, repair of vesicovaginal fistula, ureteral stent placement, vaginal vault suspension with correction of enterocele. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 10/22/2015. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, detrusor instability, bad transvaginal mesh erosion into the bladder and dyspareunia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.